Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was experienced during evaluation. System error 105 was confirmed and found to be caused by severed motor mount screws. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error #2, which was clarified during baxter's evaluation as system error 105. It was also reported there was no patient involvement.